Manufacturer narrative:
A visual examination was performed on the returned product. Device: distal end: the fiber and peek tubing were broken and separated from the device at the handle. The fiber and peek tubing visible at the handle were burned and melted and black smoke like residue was present. Proximal end: no defect was found. Separated piece: distal end: the glass tip had pits where the laser beam exits and on the beveled surface. The silver tip was completely carbonized (black). Proximal end: the fiber and peek tubing were burned and melted, and black smoke like residue was present. Probable causes: excessive force placed on device between fiber and handle, causing fiber fracture at the distal end of the handle; fiber subjected to severe angle bends.

Event description:
It was reported that at 111kj, the fiber broke where it meets the handle. This information is documented as reported to trimedyne.